Manufacturer narrative:
(B)(4). Batch # m91d16. Additional information was requested and the following was obtained: was the patient¿s hospital stay extended due to any device issue? ---no information the device was returned with the tissue pad damaged, melted, and a small portion was not returned but it was not completely detached as it was reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screens were displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap myomectomy, 'relax pressure on blade' was displayed. When the distal end was cleaned by a nurse, the nurse found that the distal end of the tissue pad (about 2mm) was missing. Then, another device was used to complete the case. Although the gauze pads which were used to clean the distal end were checked carefully after the operation, the missing piece was not found. The target myoma was large and the device was activated for a long time. The patient's condition is stable and she is hospitalized as of now.